Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 600 mg/dl. Reportedly, the customer received normal assistance by a 3rd party but was not incapacitated due to bg level. A manual insulin injection was administered to address bg level.the customer continued to use the pump for isulin therapy.